Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 13-jan-2026, it was reported by a sales representative via (B)(4) that an ar-7000-07 coracoid drill guide broke. This was discovered during a latarjet case with no patient harm.